Event description:
Pt has nagers syndome and lives in long term health facility. The pt wasn't properly cleaned and cared for. She got big infection and lost implant. Reimplant on (B)(6) 2012.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the pt info. There are no indications that the occurred is a result of mfg or component failure.